Manufacturer narrative:
Continuation of medical devices: ddbb1d1 ICD implanted: (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a lead integrity alert for over-sensing and a right ventricular (rv) lead low impedance alert. It was also reported there may be an insulation breech, over-sensing occurs for short periods and the lead appears to be relatively stable. The patient is not in a position to undergo a lead revision and does not want to hear the alerts. It was explained the audible alerts can be turned off while keeping the programmed alerts for lead integrity and impedance active.the lead remains in use and no patient complications have been reported as a result of this event.